Event description:
It was reported the pt was no longer feeling stimulation. The pt reported the pt programmer is not functioning and she is subsequently unable to adjust stimulation. Two replacement pt programmers were issued to the pt. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.